Event description:
The clinician used the visica 2 ice probe to cryoablate a breast fibroadenoma. After successfully completing the pre-test and 50 seconds into the first freeze cycle, the entire probe shaft frosted up to the handle. The frost caused a dark redness on the pt's skin at the insertion site. The site was warmed while the clinician put the visica 2 into manual mode to remove the probe. When the pt returned for her follow up, she still had a dark redness at the insertion site. On a subsequent visit, the pt looked better, however, she does have some scarring.

Manufacturer narrative:
The IFU states: vigilant visualization of the skin and ultrasound monitoring of the distance between the forming iceball and the skin is critical at the visica 2 ice probe insertion site and the area overlying the forming iceball. Monitor the skin for changes in appearance including frosting, blanching or reddening to avoid frostbite injuries. Monitoring is particularly important when treating lesions that are very near the skin surface. Sterile, injectable normal saline or local anesthesia should be used as necessary to separate the skin from the growing iceball.